Manufacturer narrative:
This report is submitted on february 3, 2022.

Event description:
Per the clinic, the patient experienced performance decrement and an infection at the receiver/stimulator site and subsequently was treated with IV antibiotics (specific date and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.